Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a dissection event occurred post-atherectomy resulting in placement of a stent. The lesion being treated was located in the right above-the-knee popliteal artery and was 100% stenotic, moderately calcified and 80mm in length with a reference vessel diameter (rvd) of 3.0-5.0mm. One patent run-off vessel was present prior to therapy. A 1.25 classic crown oad was spun at 180k rpms for 263sec. It was then exchanged for a 1.75, 30 micron, solid crown oad and was spun at 100k rpms for 227sec. The residual stenosis was 60% and the single run-off vessel remained patent. A dissection of right popliteal artery occurred due to accidental pulling of the viperwire guide wire following completion of the atherectomy. Angioplasty was performed with a 4.0x150mm savvy balloon at 4atms for 120sec, then a 5.0x150mm savvy balloon at 3atms for 135sec. The residual stenosis was 70%. A 6.0x80mm ev3 protege everflex stent was placed. The flow-limiting, type d, spiral dissection was successfully resolved with pta and stent placement and the patient was discharged the next day. The patient demonstrated ischemic rest pain at the 30-day follow-up exam, but voluntarily withdrew from the study stating she no longer wants to participate in the study, and that it was a family decision not to continue the follow-up appointments with (B)(6). She stated she is (B)(6) and not interested in further procedures/office visits regarding her pad or the research study. No additional information is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unknown. The root cause for the reported event is unknown. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report #1 of 48 events identified during this review. This report contains limited information regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).